Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for na electrode (na) k electrode (k) and cl electrode (cl) on a cobas 6000 c (501) module. The initial na result was 115 mmol/l. The repeat result was 140 mmol/l. The initial k result was 2.92 mmol/l. The repeat result was 4.12 mmol/l. The initial cl result was 126.5 mmol/l. The repeat result was 107.6 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The sample was a plasma sample. The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc recovery was acceptable prior to the event and went out of range after the event. All samples were visually checked and they were acceptable. The alarm trace showed an abnormal sample aspiration alarm. The field service engineer found air in the pinch tubing. He replaced the sipper nozzle, and both pinch tubing and cleaned the waste line. Ise checks and precision studies were performed and they were within specifications. The customer tested a patient sample 3 times and performed qc on ise and they were acceptable. The service actions (replacing the sipper nozzle, both pinch tubing, and cleaning the waste line) resolved the issue. No further issues were reported afterward.